Event description:
It was reported that during patient use with the cs300 intra-aortic balloon pump (iabp) the operator was unable to aspirate and flush or clear the line as it was clotted off. The operator stated that the pressurized flush bag had not been inflated properly and he discovered it upon taking the patient. He reported the fo¿s delivering a clean crisp ap waveform and the therapy being delivered as expected with no issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer spoke to the getinge clinical support line for clinical advice/information regarding information for the pressurized flush bag and treating the a-line. There was no repair issue with the iabp or the iab needed. The issue was resolved via the phone and the iabp unit was in good working condition and released for clinical use. A supplemental report will be submitted upon completion of our investigation. Device not returned to manufacturer.

Event description:
N/a.